Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that midline placed 16/10/18 - noted same day that site was leaking fluid - midline removed 20/10/18. Therapy infused flucloxacillin, meropenem, cefotaxime midline does not appear to be fractured.